Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "chest tube was attached to the pleur-evac and the pleur-evac was leaking onto the floor. This is suppose to be a closed system so when it leaks it is not which means air is entering the tube which it should not be. Two zip ties had to be used on the connection to stop the leak" the patient's current condition is unknown.